Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's friend reported via phone call that the customer has had the insulin pump for over a year and they do not know how to change anything on it. Customer's blood glucose currently is 120 mg/dl. Customer was hospitalized as a result of high blood glucose and before they were admitted it reached 500 mg/dl. Customer is pregnant and needs their basal rates adjusted. Customer's friend advised that customer needs someone to help her use the insulin pump. Customer's friend does not know what basal settings customer wants and therefore the helpline cannot help them adjust as needed. Customer's friend was advised that information on how to use the product was sent to the customer's doctor.